Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP with an allegation of having profuse night sweats and increasing since using the philips dreamstation. Patient is also having polycythemia. He is alos now experiencing bone pains emanating to the neck and shoulders along with chest rib pain. He was previously diagnose with copd, asthma and sleep apnea. After using the device he now required to use a walker abd have been home bound for 14 months. Reportable since device issue/event has or may have caused or contributed to a serious injury.